Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Per t:slim insulin pump user guide, caution - insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an elevated blood glucose of 260 mg/dl. Reportedly the customer had air bubbles in their tubing and was unable to see insulin exit tubing after filling cartridge with cold insulin. Tandem customer technical services advised customer to change out insulin tubing. Customer was then able to see insulin drips exit the tubing. Customer was unable to provide infusion set manufacturer.